Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The loading unit was received fully applied. The knife assembly was di sengaged. The pusher thumb piece was intact. Visual inspection noted the second single use loading unit(sulu) received fully applied with no visual abnormalities. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, on the first firing when the surgeon approached to the colon and tried to fire the device reload got apart, in addition the other reload pre-fired during storage. The procedure was completed with another device. There was no patient injury.